Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient arrived with a leaking pump. They noticed it around 10 am and the bag had fluid in it. It was dry but the white residue was present on the pump and bag. They think that the leaking occurred somewhere between 9pm - 10am and they believe it was from the cassette tubing to tubing set connector. Spiros were added on the device between the port and the administration or extension set. No patient harm or no patient injury was reported. The event occurred while in use with patient at patient's home. The operator of the device was a health professional. Associated cassette and pump complaints documented on (B)(6) and (B)(6).

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.